Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that one day post-implant, the right ventricular lead dislodged. During the right ventricular repositioning procedure, the right ventricular setscrew on the pacemaker was unable to be loosen and the physician was unable release the right ventricular lead from the pacemaker port. The lead and the device were explanted and replaced. Patient was did not experience any adverse effects or symptoms.

Manufacturer narrative:
Correction: date of implant should have been (B)(6), 2018 on first follow up MDR submitted on (B)(6) 2018 rather than blank. Correction: date of explant should have been (B)(4) 2018 on first follow up MDR submitted on (B)(6), 2018 rather than blank.